Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated that the patient claimed that the ins doesn't work and it won't charge. No further complications were reported. No patient symptoms were reported.